Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04005. It was reported the pt wanted the scs system removed because her pain had worsened. The pt obtained a new physician and x-rays were taken. It was reported the leads were positioned on top of each other. The pt was to meet with the physician regarding the request for removal.